Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a diabetes management inaccurate delivery issue. It was reported that the user¿s blood glucose (bg) reading was greater than or equal to 250 mg/dl; however, the bg reading did not exceed 500 mg/dl. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported as there is an allegation against the delivery function of the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 1/03/2017 with the following findings: a review of the pump black box data showed unexplained pump reboots on (B)(6) 2016; deliveries never resumed. The user¿s last bolus delivery was a 0.35 units bolus on (B)(6) 2016. A review of the total daily dose history indicated that the insulin delivery totals correctly reflected the programmed basal rate targets. During testing, the pump¿s ¿ez-prime¿ steps were performed correctly. The pump passed a delivery accuracy test and was found to be operating within required specification and delivery accurately. The investigation was unable to duplicate the initial complaint. The battery cap was not returned with the pump and a test cap was used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.